Manufacturer narrative:
(B)(4). Batch # n90j6n. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it ejected the remaining 14 clips; finally, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken. However, it is known from the history of the device that this condition may lead to ejected clip. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired twice and the clips would not hold on tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No further information is available.